Manufacturer narrative:
Device sample received and four lenses (4) were found to be outside of manufacture specification. Additional lenses evaluated were within manufacture specification. While a lens with surface defect or lens material particles attached may contribute to minor injury, it is unlikely to cause or contribute to a serious injury. Manufacturing records reviewed and no issues or nonconformances were found and no trends could be identified. As the used lens, involved in the event, was found to be free from any fault of failure, no root cause could be established. The relationship between the coopervision device and the event could not be confirmed.

Event description:
The incident was reported by the patient to the manufacturer. It was alleged that on (B)(6) 2024, the patient experienced foreign body sensation in the right eye (od) after wearing a new contact lens for half the day. The following day, the patient experienced eye pain and sought medical attention and was instructed to discontinue lens use temporarily due to corneal ulcer. The patient had a follow-up visit on (B)(6) 2024 and was advised to continue temporary lens discontinue and be seen for further follow-up 3 to 4 days later. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported in an abundance of caution due to the allegation of corneal ulcer of unknown location, severity, or treatment and potential for serios injury associated with corneal ulcer incident. Should further information become available, a follow-up report will be submitted as appropriate.